Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument insert for failure analysis evaluation. The harmonic ace instrument insert was found to have a broken blade. The blade broke at roughly 0.362¿ from the base. The broken piece was not returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument fractured and a fragment fell inside the patient. There were no instrument collisions during the case. The fractured fragment was removed during the same surgical procedure which was completed robotically.